Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the instruments could not be disassembled. No surgical delay reported. The surgery was completed successfully. This report is for one (1) expedium spine system clip-on red. Driver w/dovetail 5.5 mm this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: flow: device interaction/ functional visual inspection: approximator flex-clip and approximator fc sleeve were received in assembled condition. No other issues were found on the device. Functional testing: approximator fc sleeve was able to be separated/ disassembled from the mating clip. Complaint condition cannot be replicated, as the mating devices were able to be separated. Complaint confirmed? No conclusion: the complaint condition was not confirmed for approximator fc sleeve (p/n: 279712580, lot # nw227813). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw227813 was released in a single batch. - batch1: lot was released on march 11, 2019 with no discrepancies. - batch2: lot was released on march 11, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.